Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No programming changes were made. The patient was stable.